Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure using a 6f sheath. The patient had a stent in the proximal superficial femoral artery. The physician switched to a short lock wire to try to bring the proglide into the patient. Reportedly, it was not possible to bring the proglide far enough into the patient. It was suspected that the tip of the proglide caught on the tip of the stent. A non-abbott device was attempted; however, it was also unable to advance. Manual compression was used to achieve hemostasis. During a foot pulse check, a foot pulse was no longer felt. The groin was opened again. The patient had a thrombotic occlusion of a lower leg vessel. The physician specifically emphasized that this had nothing to do with the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.